Event description:
Customer reported image issue, terrible clarity. The issue found during reprocessing. There is no patient involvement associated on this event. No user injury reported. Device evaluation found there is no image displayed on the screen due to faulty cable unit. This report is being submitted for no image due to faulty cable unit.

Manufacturer narrative:
Device inspection and evaluation found the device displayed no image on the screen due to faulty cable unit. The customer reported image issue was confirmed. In addition, thin cracks on focus ring were observed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that terrible clarity of the image and no image are due to the faulty cable unit. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be (B)(6) 2021.